Event description:
Reportedly, a 19 mm valve was explanted after an implant duration of 1 month (30 days) due to blocking of the right coronary artery ostium. The customer reported that a magna ease (B)(4) was implanted for aortic valve replacement (avr) to correct aortic stenosis (as) on (B)(6) 2012. However, percutaneous transluminal coronary stenting became necessary due to blocking the right coronary artery ostium and was performed. Maze operation was also performed during the same operation. The chest was closed after avr and the patient was moved to ICU. The patient condition still did not become stable so that the chest was reopened for re-avr on (B)(6) 2012 and the valve was replaced with ats18 mechanical valve. Then, a single vessel bypass graft was connected to the right coronary artery and pcps was performed. However, cardiac function did not recover. The patient expired on (B)(6) 2012. The customer commented that the blocking of the right coronary artery ostium occurred because the suture ring of the valve was on part of the right coronary artery ostium. The customer also commented that the patient's right coronary artery ostium might have been located lower than general position.

Manufacturer narrative:
Device not returned.additional manufacturer narrative:the device is not available for evaluation as it has been discarded by the hospital.the serial number of the device was not reported; therefore, the drh cannot be completed.no additional information is available from the health care provider.conclusion: partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction.